Event description:
A (B)(6) year old, healthy caucasian female patient reported using clear aligners from smile direct club for approximately 2 years. Patient had undiagnosed aggressive periodontal disease, and impacted. Upper left maxillary canine with the upper left primary canine tooth still present. She underwent with this treatment for 2 years without knowing how much the prognosis of her periodontal condition was worsening. This treament has lead to increased bone loss that will lead to tooth mobility and for future extractions on her maillary teeth. Dates of use: 2 years.